Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the unites states.

Event description:
It was reported that the customer has had button error issues with her insulin pump. The insulin pump was kept in her bra and exposed to moisture due to sweat. The customer's blood glucose level at the time of the report was 158 mg/dl. The product is not being returned. Nothing further was reported.